Event description:
It was reported that the customer was unable to deliver a bolus using the quick bolus feature. The customer's blood glucose (bg) level was 143 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.